Event description:
It was reported to philips that the device displayed a red x in the rfu indicator. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device displayed a red x in the rfu indicator. The customer / biomed worked with the technical support representative. Had the biomed perform an operational check and the device failed the defib test pads. Upon conclusion of the evaluation, it was determined that the therapy pca and or high voltage capacitor require replacement. We are unable to determine the root cause of the event as multiple parts might required for replacement. The biomed to continue repairs and to decide on what parts if any to be replaced. The device remains at the customer site and no further evaluation is warranted at this time.